Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had experienced difficulty charging their deep brain stimulation implantable neurostimulator (ins) since implantation. The patient described prolonged charging times of 4-5 hours and frequent disconnection of the recharger during charging. The patient reported that the implantable neurostimulator had dropped down into their breast shortly after implantation, requiring them to hold it in place during charging and preventing movement in an attempt to minimize disconnection. Patient noted that it was not anchored to the collar bone as with previous implants. The neurologist tested the implantable neurostimulator at follow-up visits and reported it was functioning properly. Troubleshooting steps included reviewing charging considerations, confirming external devices were working as intended, assessing for electromagnetic interference, and removing the drape from the recharger, which improved charging slightly. The charging issue was not resolved after troubleshooting and the patient planned to follow up with their healthcare providers for additional assessment. Patient noted that their most recent hcp was considering a revision or replacement, however, no procedure had been scheduled at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep. On the day of scheduled surgery (B)(6), there was no connection issue. Patient has had previous recharging education earlier this year with possible compliance issues. Charging education was explained again (B)(6) with all questions clarified. On (B)(6) revision surgery completed to move ipg upward in pocket. Ipg remains with no issues or concerns. This information confirmed by physician (B)(6) 2026.